Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Blood glucose level was over 600 mg/dl because she was unable to deliver bolus. Customer declined to troubleshooting for high blood glucose. Customer reported that the insulin pump's screen was not as bright as before. Customer was assisted with adjusting brightness. Customer was assisted with bolus deliver and customer was able to deliver the bolus successfully. Insulin pump will not be returned for analysis.